Manufacturer narrative:
Follow-up #1 (8/7/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter had a display issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified time on (B)(6) 2012, they discovered what looked like 'blobs' on the display. The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. A few hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of 'nausea and shakiness' but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca determined that there was no evidence of misuse. Replacement products were sent to the patient. Although the patient did not receive any treatment after the reported issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.